Manufacturer narrative:
The unit was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked around the reservoir compartment. Customer's blood glucose was unknown at the time of incident. No further details given.